Event description:
Boston scientific received information from the patient that this left ventricular (lv) lead has moved out of place and has been programmed off. The patient also reported to have experienced chest pain and muscle stimulation. An attempt made to obtain additional information was unsuccessful. The lv lead was abandoned electrically. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.